Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed visual inspection and found missing septum from the snap-cap. Unable to perform pre-fill test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had air bubble in the reservoir and the self-test did not passed. Customer¿s blood glucose level was 84 mg/dl. The customer was instructed to use manual injections. Customer reported that there was leak at the past 1st o ring. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.